Event description:
The biomed technician called baxter technical service on (B)(6) 2010 to report an infusor pump that is alarming after 15 minutes of infusion, alarm is intermittent. On (B)(6) 2010, the anesthesia technician reported the pump alarmed after 15 minutes of infusing propofol to a patient, pump did not display an error message. The incident occurred in or. The anesthesia technician replaced the batteries but pump still alarmed, pump appeared to be getting hot. The pump was exchanged to continue patients therapy. This was found during patient use, with no patient injury reported or medical intervention needed. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been requested for evaluation. Should the device be received and an evaluation performed, a follow-up report will be filed.